Event description:
It was reported that during an unknown procedure, the knife was not exposed or the staples were not deployed when the device was fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: 531a43. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage and with some unformed staples stuck on the guide face of the device and others protruding in the pockets. Also, an anvil with half washer present. In addition, a casing half washer was received inside of a plastic bag. The device was reloaded with staples and tested with a test washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. No conclusion could be reached as to how the washer was cut without the instrument deploying totally the remained staples, it is possible that the returned anvil does not belong to the returned device. Since anvils are interchangeable with the same product due to the design. The event reported was confirmed and it is related to improper use of the device. The condition of the unformed staples indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Additional information received: the procedure was a laparoscopic low anterior resection. The red safety was released as usual. The procedure was not converted. The surgeon commented that the device was fired as usual, so he has no idea what caused the issue. The patient¿s condition is stable, and the patient was discharged from the hospital.